Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was recorded as december 9, 2012 ini the initial report. This has been corrected to march 9, 2012. The unique identifier( UDI) has been updated accordingly. The actual device was returned for evaluation. The device was evaluated and it was determined that the device would not hold the 0.6mm wire correctly, attachment made an unusual noise while running, very rough rotation, damaged bearing, damaged and worn seals, corrosion and dirt on bearing - rough rotation and worn out clamps. Therefore, the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear and improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from that the quick coupling device was not moving the pin back and forth and just vibrating. It was not reported whether the event occurred during surgery or whether a spare device was available for use. There was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.